Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, during a low anterior resection procedure, the device would not connect. There was some tissue damage because they had to cut out the anvil and replace it with a new one.

Event description:
According to the reporter: the device broke. The head pin of the stapler splayed at end. Unable to connect proximal and distal segments of stapler together. The anvil end splayed when trying to connect to the trocar, so was unable to connect properly. Had to open up the patient again and use a new anvil. This took an additional estimated forty-five minutes but had unknown negative effects for the patient. In order to resolve the issue and complete the case, opened another unit.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The clinical instrument was not received. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the anvil was observed to be bent. Due to the observed damage, all functional evaluation was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.